Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting they are with the patient now and the replacement desktop charger (dtc) will not fit into the recharger. The port is loose and the patient's implantable neurostimulator recharger (insr) will not connect. They used their spare recharge and connected to the ins right away without issue. A replacement recharger and dtc was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) was calling from a nursing home, patient had a successful charge two days ago (B)(6) 2020. It was reported that the patient started having bilateral arm tremor which started suddenly last night. The caller was attempting to charge patient's device and she is seeing reposition antenna-press therapy off icon. It was reported that the patient programmer shows recharge stimulator. Antenna locator was performed, ranging from 52-54. Caller reports that they continue to see reposition antenna icon. They attempted multiple times with the recharge antenna at different locations, but continues to see reposition antenna icon. It was reported that they would admit the patient to hospital as the tremors were getting worse

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2020. It was reported the cause of the recharging issue and sudden tremors was, based off the record pulled from the device, there was no charging session from (B)(6) to (B)(6), so the battery level dropped to 25%. There were short sessions in the record on (B)(6)and then none after that. Their device died and their therapy turned off sometime around (B)(6). Staff reported the patient was charging themselves and no one was helping them at their nursing home. The patient has very advanced parkinson's and dementia. The rep spoke with the managing physician about having the staff charge the patient daily since they are not able to keep up with it themselves. They have updated their orders for the staff to charge the patient daily, but the staff is still having problems getting the recharger to connect. Troubleshooting was performed over phone and facetime and have spoken to technical support multiple times; however, no one can figure out why the staff is unable to get the recharger to couple. The rep had no issue recharging the patient on (B)(6). Due to covid-19, the rep is not allowed into the facility. The only sudden tremors were from the original issue when their device depleted on (B)(6)to (B)(6). The therapy turned off because their device was depleted. There has been no tremor issues since they charged the patient back to 100% on the 28th due to their therapy being on and have been able to charge their device at least 2 times since the (B)(6). The recharging issues have continued because the staff cannot get the recharger to connect to the battery consistently.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37754, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacturing representative (rep). It was reported that the rep met the patient at the hospital for a possible revision due to the ins not taking a charge and it was reported the ins was dead. The rep was able to charge the device with no issue with all coupling bars. The device was charged to 75-100% and therapy was on. Earlier in the month when the rep interrogated the device, there was no charge on the ins and the battery dropped to 25%. Over the weekend, two nurses were able to charge and two nurses were not able to. The patient had therapy, they just weren't able to charge. The caller said she continued to see reposition antenna icon on the recharger. Someone from the nursing home called and stated the recharger had s sw 4.1.00. The caller reported the ins can move around in the pocket, side to side. They indicated the ins could not be flipped. Antenna location (al) was performed and showed 64/66 and when its away from the ins, al was 48. When the caller puts the recharger directly on the ins, she continues to see reposition antenna. The agent called the rep back and suggested possible x-ray. No symptoms were reported.